Manufacturer narrative:
Date of initial report: july 25, 2007.

Event description:
The report stated that on the second seal of an lavh, the surgeon sealed tissue and opened the jaws. The electrode on the jaws had broken in two. It fell into the patient cavity and was retrieved. The patient experienced oozing bleeding. The procedure was completed with another device and the patient is not in good condition.